Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal left anterior descending (plad) artery. The 4.5x12mm nc trek neo balloon dilatation catheter (bdc) and the ht bmw universal ii 190cm guide wire (gw) were used in the procedure; however, the bdc and gw became stuck together. Therefore, the bdc and gw were removed as a single unit and the gw was noted to have separated. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire met resistance with the balloon dilation catheter during removal and a material separation was observed. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the distal portion of the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Manipulation of the wire, when resistance with the catheter was met, likely contributed to the reported material separation. This is supported by the return analysis which discovered the fracture face to be jagged, indicating manipulation against force. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
Subsequent to the report being filed, it was reported that nc trek neo balloon was inflated once to 18 atmospheres (atm) and the balloon was fully deflated prior to attempted removal. The guide wire tip had separated in 2 pieces while inside the guiding sheath; however, the guide wire was able to be removed. No additional information was provided.